Event description:
It was reported to the manufacturer that a vns patient passed away. The cause of death and the date of death are unknown. It is unknown if the death is related to vns therapy. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.